Manufacturer narrative:
Investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: prior to use on a pt, it was found that the balloon was leaking. No injuries reported.